Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted due to unrelated reasons. Upon interrogation, post paced t-wave oversensing was noted on the device. The device appeared to function normally. Previous reports indicated that secure sense detected non sustained right ventricular oversensing (nsrvo) on (B)(6) 2013 and similar events were recorded on (B)(6) 2018. No intervention was performed and the device remains implanted. The patient was stable and will continue to be monitored.